Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the dentist recommends ceasing treatment immediately due to medical necessity. The aligners are compromising oral health and compromising the patient systemically. Patient initials: (B)(6).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.